Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
PICC line noted to be leaking-rn attempted to perform catheter exchange and line broke in half.

Manufacturer narrative:
The faulty sample was discarded by the user, however the customer returned one unopened sample from the same batch. The sample was leak tested at 1,5 bar, and no leak was detected. The sample was leak tested at 1.5 bar, and no leakage was detected. We flushed the catheter using a 10 ml syringe with saline first and then air in a water bath, but no leakage was detected. During microscopic examination we saw a small indentation at 6 mm distal to the fixation wing caused by small mechanical damage during overmolding. This was only a surface damage without leakage. Based on the product incident report (pir), the customer used alcohol-based disinfectants and the customer also mentioned that they usually use a 3ml syringe. There are different reasons which might lead to a catheter rupture/leakage. · excessive tensile force. · the usage of small syringes can result in catheter rupture and embolism. Concerning this problem, we have listed in the product's IFU: "do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe." Small syringes generate higher pressures than larger ones. · alcoholic disinfectants may irreversibly damage the catheter, as mentioned in the IFU: "avoid any contact of the catheter tubing to alcohol containing disinfectants", "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the junction of catheter tube and wing (code 4g31252400, batch no. 8132711 has a mean of 5,51 n. The mean for batch no. 8145987 was 5,28 n. At its minimum at 3 n, these test results are within the specification. Visual tests and incoming goods inspections are carried out with no exceptions found. Since the catheter was used for 11 days before it started leaking, and chloraprep alcohol-based disinfectant and 3ml syringe were used, therefore this treatment could be the reason behind the catheter leakage. Corrective action: no further corrective action initiated by quality management due to this complaint, as there are no indications of a manufacturing root cause.

Event description:
PICC line noted to be leaking-rn attempted to perform catheter exchange and line broke in half.